Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, upon removing the plunger (3rd step) the suture could not be cut as it was not there, a cuff miss occurred with one proglide device. The suture of two new proglide devices were successfully pre-placed. The sheath upsized to a 16f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The device was used after expiration. Review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of 31-jan-2021 and the procedure date was reported as (B)(6) 2021 which is approximately 43 weeks post expiration. It should be noted that the electronic proglide instructions for use, in the graphical symbols for medical device labeling section, indicates the use by symbol which is next to the expiration date. In this case, it is unknown if the use after expiration contributed to the reported event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4, h4: lot number, expiration date, manufacturing date.